Event description:
On 3/18/2024, it was reported by an arthrex subsidiary employee via email that an ar-4501 meniscal cinch ii second button got stuck and did not deploy. The meniscal cinch ii broke in the patient. The larger fragments were removed but some smaller ones remain in the patient. This was discovered during a meniscal repair procedure on (B)(6) 2024. The case as completed by using a new meniscal cinch ii.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-4501 meniscal cinch¿ ii serial/batch number f155053 was received for evaluation. Functional testing was not performed due to damage to the instrument. Upon visual inspection, it was noted that the tip of the instrument had broken off. Excessive force may be the most likely reason for this failure. Additionally, the implant's suture was found to be broken, and one of the trigger buttons did not sit flush with the back of the trigger deployment slot, suggesting that the pushrod may be bent. A use error is the most likely cause of the report and observed failure. According to the surgical technique. Meniscal cinch¿ ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button.